Event description:
It was reported that anterior capsule tear was observed during lens insertion. The surgery was completed successfully with the same iol implantation. There was no vitreous loss and no other reported post-op sequelae. Add'l info has been requested.

Manufacturer narrative:
The lens remain implanted and will therefore not be returned to b+l for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.